Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Pump system check was performed with tandem technical support; source of blockage could not be determined. Customer changed pump supplies to resolve occlusion. Customer reported blood glucose was low. Customer declined to provide further information.